Event description:
Literature: fabiano aj, doyle c, plunkett rj. Distal baclofen pump migration associated with far-lateral paraspinal surgical placement. Neuromodulation. 2009; 12(2); 130-133. Summary: the article reports on six patients undergoing baclofen pump implantation using a far-lateral paraspinal approach for spinal catheter placement that were subsequently found to have spinal catheter migration out from the thecal sac requiring revision. In two patients, this occurred on two separate occasions. No other surgical complications occurred (e.g., wound dehiscence, infection, cerebrospinal fluid leak, or granuloma). Fluoroscopic guidance was used to identify the l2-l3 interspace as the point for puncture. Reportable event: it was reported that the patient complained of return of symptoms and loss of effect of intrathecal drug delivery 6 months following implantation. Pump and catheter evaluation showed that the spinal catheter had migrated out of the intrathecal space. The spinal catheter was revised, the remaining portions of the pump system remained as previously implanted. Refer to manufacturer report number: 2182207200903738.